Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, catheter removal difficulties occurred. The 99% stenosed lesion was located in moderately calcified and moderately tortuous proximal to mid left anterior descending artery. The lesion was predilated with another manufacturer's 2.75x15mm balloon. The physician inserted a taxus express2 3.0x28mm drug eluting stent, however the stent delivery system (sds) became caught on the guide wire inside the guide catheter. The sds was unable to move forward or back on the wire. The sds, guide wire and guide catheter were removed as a unit. Once the device was removed, the physician was still unable to move forward or back on the wire. The sds, guide wire and guide catheter were removed as a unit. Once the device was removed, the physician was still unable to remove the sds from the guide wire and both devices were disposed of. The procedure was completed with the placement of an unspecified stent. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.